Event description:
Customer reported the insulin pump kept alarming no delivery and caused him diabetic ketoacidosis. Customer's blood glucose was 380 mg/dl. Customer stated the alarm was resolved by a complete set change. Customer reported he was hospitalized for high blood glucose of 575 mg/dl. Customer stated his arms started burning and his chest started collapsing and he had stomach pains. The doctor took him off the insulin pump until he received a new device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with excessive "no delivery" error alarm during no delivery test due to motor excessive axial play. Unable to perform occlusion test due to excessive "no delivery" error alarm. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.